Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom left center tooth is crooked and now appearing to sit lower in their gum than the right center tooth. Found intrusion and recommend rest period on (B)(6) 2025.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.